Manufacturer narrative:
(B)(4). Sixteen (16) events were reported for this quarter. Fifteen (15) devices were received for evaluation; six (6) events were duplicated during testing. The reported event was not duplicated during testing for 65 devices; however, the devices were outside specifications. Eleven (11) devices were found to be affected by corrosion. One (1) device was found to be affected by debris. Three (3) device evaluations are in progress. One (1) device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. 15 events had no patient involvement; no patient impact. One (1) event had patient involvement; no patient impact.

Event description:
This report summarizes 16 malfunction events in which the device overheated. 15 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 4 previously reported events are included in this follow-up record.   Product return status: 4 devices were received for evaluation.   Evaluation status: confirmed. 2 reported events were confirmed during testing. 1 device was found to be affected by debris. 1 device was found to be affected by corrosion. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by debris. 1 reported event was not confirmed during testing; the device was found to be within specifications.   Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.